Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope_ inspection of the bending mechanisms" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. Additional scratches on various parts of the device. And a chip in the insertion tube boot. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the angulation on the evis exera iii colonovideoscope becomes locked-cannot not disengage. (The knobs are too tight for the doctor to move, it seems to be stuck on a number). There were no reports of patient harm associated with this event.